Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the infusion set had detached itself from the customer. Customer's blood glucose at the time of the incident was 400 mg/dl which they reported high and treated with a insulin pump. Trouble shooting occurred and resolved issue. Product is not expected to return.